Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy placement procedure (B)(6) 2022. During the procedure, the peg tube detached at the transition zone junction. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.